Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: one is about a foreign object inside the package (lot::18122fg2). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging.

Event description:
It was reported that foreign material was found inside the sterile packaging